Manufacturer narrative:
A manufacturing record review was completed and zero nonconformances were found therefore, supporting the device met material, assembly and performance specifications. A returned product evaluation confirmed the reported failure that the distal tip separated. The catheter also showed signs of sever torque damage along the entire shaft. The turnpike IFU warns; "never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury."

Event description:
The physician was trying to cross a heavily calcified lesion, and reports that the tip of the catheter broke off. Planned strategy was to fix lad lesion then do a tavr. Due to this incident patient's tavr (transcatheter aortic valve replacement) procedure was done the same day. During the procedure it was noted the tip had migrated into a septal branch where it was speculated it would not harm the patient. It was noted the tip migrated to a septal branch and no further intervention would be required. Patient was being discharged to home on (B)(6) 2018.